Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. During the device evaluation, system error (se) 0043 was observed in the event history log, coinciding with the specified time of the unknown system error. An internal and external visual inspection was performed. The direct cause for the reported unknown system error (se 0043) was determined to be digital pcb failure due to a poorly seated u26 component. A service history review showed no failures/problems that were the same as, or similar to the reported event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an unknown alarm during dwell 3 of 3 of automated peritoneal dialysis therapy. Upon receiving the alarm, the homechoice display went blank. The hp was connected at the time of the alarm. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.